Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. One 10r device loading unit (dlu) with a full complement of tacks and proper timing was received. Microscopic inspection noted scratches on the inner tube of all three dlus. The articulation knob functioned properly. The returned dlu could be loaded onto the returned device. All ten tacks deployed and seated properly in the test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single-use loading unit (sulu). The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E3 occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating mesh during a laparoscopic incisional hernia procedure, the handle jammed during firing. The nurse was unable to unjam it. There was no patient injury.